Manufacturer narrative:
The t:slim x2 user guide states, ¿your sensor gives you sensor glucose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 49 mg/dl, and the meter bg reading was 82 mg/dl. Reportedly, the sensor had been in use longer than 7 days. Customer began using a new sensor. No additional patient or event information was available.